Manufacturer narrative:
The date of implant has been corrected.

Event description:
Follow-up identified the patient underwent surgical intervention to explant and replace the ipg. Stimulation was restored following the procedure.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported having undergone an unrelated surgery in (B)(6) of 2015, after which she had not charged the ipg for approximately 4-5 weeks. The patient was unable to re-establish communication with the ipg after this time period elapsed. The communication issue was confirmed by the sjm representative. Surgical intervention is planned as the next course of action.